Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including a percutaneous lead, on (B)(6) 2006. It was reported the pt recently underwent physical therapy. During the therapy session, the therapist pushed down on the area of the ipg pocket. The pt indicated he heard a "popping" sound coming from the ipg implant site. This was followed by a loss of stimulation and residual pain at the ipg implant site. A diagnostic test of the lead found two contacts measured unacceptable impedances. The pt is continuing to work closely with his physician and is currently awaiting an x-ray of the scs system.